Event description:
Consumer reports being hospitalized with acute ketoacidosis due to accuracy problems with their plink meter. Was tested at the hosp vs. The plink meter and the readings were very different. Analysis run on clark error grid using competitive readings (439) vs. Bd readings (127) yielded data points in the d range of the grid, outside acceptable limits.